Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review, on (B)(6) 2020 the team powered on with alternating current (ac) and set up the heart lung machine (hlmo without issue for a cardiopulmonary bypass procedure. During the procedure a message appearing on the central control monitor (ccm) that the battery cannot be charge and full backup battery may not be available. The team said the battery sign was full and green and that the ac signal was on the visual indication. The team did not loose ac power during the procedure. The procedure continued without issue. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Event description:
Additional information was received that the reported issue occurred during use of the device for a cardiopulmonary bypass (cpb) procedure.

Manufacturer narrative:
Updated blocks: b5 and d10. During laboratory analysis, the product surveillance technician (pst) observed the voltage direct current (vdc) output voltage of the power supply to be reading 0.00 vdc. The output should be between 23.3 vdc to 25.7 vdc. It was determined that the power supply was defective.

Manufacturer narrative:
The field service representative (fsr) verified the issue as the ps2 displayed a 'signal 1 fail' status. The ps2 was clicking and had an output of 0.329 volts (v). As a result, the ps2 was replaced. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the power supply 2 (ps2) had an issue where it had a status of 'signal 1 fail'. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.